Event description:
Home monitoring alerted the clinic regarding a low percentage biv pacing. A device check was done and the lv was unable to capture, so it was turned off. A chest x-ray confirmed the lv lead had pulled into the right atrium. The physician chose to leave the lv off rather than reposition it. All available information suggests this lead remains implanted. If additional information is received, this event will be updated.